Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 810882) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("very painful menstruation"), menorrhagia ("haemorrhagic menstruation"), abdominal distension ("permanently swollen belly"), fatigue ("chronic fatigue"), asthenia ("energy loss"), discomfort ("discomfort"), calcium deficiency ("calcium deficiency"), diarrhoea ("digestive problems (diarrhoea)"), depression ("depressive episode"), adenomyosis ("adenomyosis,"), chest pain ("chest pain"), dyspnoea ("shortness of breath"), generalised oedema ("generalized oedema in the evening"), eczema ("eczema in the hands"), nerve compression ("plantar nerve entrapment"), bursitis ("elbow bursitis"), pain in extremity ("leg pain at bedtime") and myalgia ("muscle soreness upon waking") and was found to have blood pressure abnormal ("blood pressure episode") and weight increased ("unexplained weight gain"), 2 years 7 months after insertion of essure. The patient was treated with surgery (removal of essures by salpingectomy scheduled on 03-oct-2019). At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, abdominal distension, fatigue, asthenia, discomfort, calcium deficiency, diarrhoea, depression, adenomyosis, chest pain, dyspnoea, generalised oedema, eczema, nerve compression, bursitis, blood pressure abnormal, weight increased, pain in extremity and myalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, asthenia, blood pressure abnormal, bursitis, calcium deficiency, chest pain, depression, diarrhoea, discomfort, dysmenorrhoea, dyspnoea, eczema, fatigue, generalised oedema, menorrhagia, myalgia, nerve compression, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: feels poorly because of multiple pains of which the cause has never been identified, side effects of essures very likely! Actions taken to treat the patient in the healthcare establishment: removal of essures by salpingectomy scheduled on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: several assessments (blood, urine, etc), no real problem detected, but symptoms still present. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 02-oct-2019. The most recent information was received on 08-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 810882) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("very painful menstruation"), menorrhagia ("haemorrhagic menstruation"), abdominal distension ("permanently swollen belly"), fatigue ("chronic fatigue"), asthenia ("energy loss"), discomfort ("discomfort"), calcium deficiency ("calcium deficiency"), diarrhoea ("digestive problems (diarrhoea)"), depression ("depressive episode"), adenomyosis ("adenomyosis"), chest pain ("chest pain"), dyspnoea ("shortness of breath"), generalised oedema ("generalized oedema in the evening"), eczema ("eczema in the hands"), nerve compression ("plantar nerve entrapment"), bursitis ("elbow bursitis"), pain in extremity ("leg pain at bedtime") and myalgia ("muscle soreness upon waking") and was found to have blood pressure abnormal ("blood pressure episode") and weight increased ("unexplained weight gain"), 2 years 7 months after insertion of essure. The patient was treated with surgery (removal of essures by salpingectomy scheduled on (B)(6) 2019). At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, abdominal distension, fatigue, asthenia, discomfort, calcium deficiency, diarrhoea, depression, adenomyosis, chest pain, dyspnoea, generalised oedema, eczema, nerve compression, bursitis, blood pressure abnormal, weight increased, pain in extremity and myalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, asthenia, blood pressure abnormal, bursitis, calcium deficiency, chest pain, depression, diarrhoea, discomfort, dysmenorrhoea, dyspnoea, eczema, fatigue, generalised oedema, menorrhagia, myalgia, nerve compression, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: feels poorly because of multiple pains of which the cause has never been identified, side effects of essures very likely! Actions taken to treat the patient in the healthcare establishment: removal of essures by salpingectomy scheduled on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: several assessments (blood, urine, etc), no real problem detected, but symptoms still present. Most recent follow-up information incorporated above includes: on 8-oct-2019: the case will be deleted from bayer pv database. Nullification reason: as per follow-up information received, this case was identified as a duplicate of case 2019-174429. All the information from case 2019-181237 has been transferred to case 2019-174429. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.